Manufacturer narrative:
Device had cracked and bleeding lcd glass. Also device had minor scratched lcd window, cracked case, cracked battery tube threads, broken reservoir tube lip, missing motor, missing vibrator and broken off end cap.

Event description:
Customer reported via phone call that the device was dropped and the screen cracked and black. Customer's blood glucose was 150 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.